Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a nonresponsive sleep/wake button while at an outdoor baseball game in cold, rainy conditions; the button did not respond after cover removal or a prolonged press, and functionality returned after the device was placed on the charging pad at home. Symptoms included no clinical effects and no blood glucose impact. Outcomes included no alerts or alarms and no need for medical care. Investigation included troubleshooting and education by customer care. Investigation of this case revealed transient device unresponsiveness that resolved with charging, consistent with environmental or power-state related behavior, with no persistent hardware fault observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce the issue after device charging.